Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that they noticed the pca pump was not delivering the pca medication when the patient pushed the button. After investigation they realized that the safety ring on the (B)(4) evidence cap was still in place on the syringe after the tubing had been connected to the syringe, primed, loaded and pump started. The device did not alarm. The nurse also reported that the pca green light on the dose request cord went off as if it had infused however when checking the volume infused it stated zero. This occurred on two different occasions yesterday which resulted in the pump not infusing the medication dose. The hospital contacted (B)(4) who confirmed that they have changed their syringes as of (B)(6) 2015. If the syringe is held upright to connect the tubing and prime the syringe, the nurse doesn¿t see the safety ring easily. The ring stays in place on the luer end of the syringe and the syringe can easily be loaded without noticing it or it affecting the pca set up. The customer attributes the issue to user error that caused and has not been able to recreate the scenario of the pca not delivering. No patient harm reported and not product return expected.